Event description:
It was reported that this electrode exhibited noise in multiple vectors and there was no programming solutions left available. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced as part of a system replacement. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that this electrode exhibited noise in multiple vectors and there was no programming solutions left available. Subsequently, the patient underwent a revision procedure, and this electrode was explanted and replaced as part of a system replacement. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation of noise oversensing. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Therefore, laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the "device problem excluded" investigation conclusion code was selected based on analysis of the returned product which found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.